Manufacturer narrative:
Per - (B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. No adverse event has been reported. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. It was found that this device conformed to material and dimensional specification when manufactured. The reported issue has been reported to corin previously and as a result of feedback from the field, corin have initiated a project to research a new design for this instrument, including a new thread. Based on this, corin now consider this case closed. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The thread on a trinity std introducer / impactor handle is broken.